Event description:
It was reported that the patient saw the physician last week and was given a personal therapy manager (ptm) device. The reporter also said that the physician also reduced the patient¿s general pain medication and the ptm ¿is not working¿. The reporter said the ptm is set up for ¿up to six doses, um, an hou¿you know, no, uh, less than an hour apart. And I was only able to give it to him once yesterday. When I tried about three or four hours later, it wouldn't work. When I tried it this morning, it doesn't work.¿ the reporter had to go because the patient was ¿having a problem here at the hospital¿; previous comment indicated that the problem could have been a urinary catheterization issue. When the reporter called back 2 days later, she reported that the physician gave the patient the ptm on friday, and since then, the patient had only about four or five boluses. Troubleshooting was attempted. The reporter noted that they put new batteries in when they left the doctor¿s office. A hard reset of the ptm was also performed. Attempts to give a bolus during troubleshooting resulted in the ptm screen going blank and a blinking orange light. Electro-magnetic interference (emi) was suspected based on that and the patient¿s current location in a medical environment. Additional information had been requested but none has been received to date.

Event description:
It was reported there was a problem with a personal therapy manager (ptm). The patient's wife was only able to give the patient one bolus on (B)(6) 2012. It was reported later the same day the ptm screen went blank when anyone attempted to deliver bolus doses. The ptm was on loan from the patient's physician. The patient had been admitted to the hospital; no additional information was provided regarding the nature of the hospitalization. The device system was used to deliver fentanyl, bupivacaine, baclofen, and morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8832, lot#, serial# unknown, implanted: explanted: product type programmer, patient, product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n285946, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).